Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, [bd had not received a response from the customer] or [the customer indicated that this information was not available]. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no catalog and lot# was given, no DHR could be performed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that leakage occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "during use, the customer found that 1ea abg blood leakage-plunger."